Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited several "no disposable-clamp tubing" alarm. Per reporter, patient has always been able to restart the infusion after removed/replacing cassette. Per reporter the residual volume was 55.7 ml, rate 3 ml and given 82.35 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).